Event description:
As reported by the user facility. Customer reports: noticed thermal damage occurred when the cord was plugged into the wall, pump was plugged in and alarmed error 1204.

Manufacturer narrative:
(B)(4). The actual sample involved has not been received yet for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available. (B)(4).